Event description:
It was reported that the insulin pump alarmed button error. The buttons were unresponsive. The customer's blood glucose was 70 mg/dl. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response act, esc or up arrow button due to corroded keypad traces noted. No unexpected button error alarms noted. Insulin pump was unable to perform displacement test due to unresponsive keypad, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.